Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of: 119 mg/dl and 255 mg/dl; 508 mg/dl and 109 mg/dl; 109 mg/dl and 87 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect system. Replacement sent.